Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts on the first proximal row lifted distally from the stent profile. Struts in the center of the stent are distorted, stretched and overlapping. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the distal circumflex. Vessel preparation was done, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the physician pulled the synergy, it was noted that the stent fractured in mid stent. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in the distal circumflex. Vessel preparation was done, a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the physician pulled the synergy, it was noted that the stent fractured in mid stent. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.